Event description:
Air embolism status post (s/p) abdomen pelvis CT with contrast. Syringe involved disposed of prior to knowledge of event. Possible lot numbers involved: 207672 and 205163.

Event description:
Air embolism status post (s/p) abdomen pelvis CT with contrast. Syringe involved disposed of prior to knowledge of event. Possible lot numbers involved: 207672 and 205163. Follow-up notes: an air embolism was seen on CT post procedure, the patient did not complain of any pain or discomfort beyond the abdominal pain that brought her into the hospital. The air embolism resolved with positioning and time, less then 12 hours, and was no longer visible on CT the next morning. CT supervisor shared the event over the phone when a request was made to evaluate the machine. Risk management was not aware the call took place until later that day when the manufacturer removed the scanner and provided a loaner. The conversation was summarized as the basics of the event were discussed; primed tubing, set up as usual, CT report showed air embolism.